Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, a 18f manta was deployed for closure in the right common femoral artery. Deployment depth measured 5 + 1. No issues were reported during exchanging and withdrawing of the sheaths. While the manta was being inserted, the proctor noted he did hear the two audible clicks and knew the manta was inserted correctly. The manta was pulled back to the measured depth of 6, elevated at the correct 45-degree angle, and activated the anchor release. The physician pulled back to yellow/green, and the blue advancement tube emerged and was pressed down while the physician continued to pull tension to red. The IFU indicates do not pull past green. Excessive force may cause vessel damage. Only light tension (yellow/green) is required. Maintain constant yellow/green tension while the blue lock advancement tube emerges from the manta closure. Note that the tension gauge indicator will show a red zone when excessive force is applied. Pressures were held and oozing was noted at the site. Oozing from the puncture site is a known potential adverse event associated with any large bore intervention, including the use of the manta vascular closure device. A post-angiogram revealed an occlusion of the vessel. The physician attempted contralateral balloon inflations, but they were unsuccessful. The surgeon was called in and performed a cut down and repair. The surgeon noted the collagen and anchor were both inside the vessel. A follow-up angiogram showed flow was restored. The root cause of the occlusion was due to the excessive force applied during the deployment forcing the collagen into vessel and occluding flow. The IFU confirms precaution: if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: once tavr case was completed and sheath was removed, manta was deployed. Physician held pressure, noticed some oozing and a post shot was taken. The post revealed occlusion of vessel. Physician tried to go up and over with wire and balloon and was unsuccessful. Decision was made to conduct a cut-down. Surgeon gained access, and noticed the footplate and collagen was in the vessel. Vessel was repaired, a post angiogram was taken that showed flow down the vessel. Additional information received on 26aug2021: during a tavr procedure, micro puncture access was obtained in the right cfa with mild calcification. Manta depth was measured at 5 + 1 = 6cm. During the tavr procedure, there were no reported issues with advancing and withdrawing procedure sheaths. Prior manta deployment, heparin was intravenously given, and 30mg of protamine was given intravenously. Current patient condition is reported as fine.